Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, she accidentally put the reagent solution in her eyes. The consumer stated she experienced a burning sensation. The consumer confirmed there was no serious injury due to the reagent exposure. Additionally, the consumer confirmed they did not experience an allergic reaction. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Technical services advised the consumer to contact their health provider if any irritation occurred. Technical services was unable to provide the safety data sheet, as there was no contact information given. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Manufacturer narrative:
A product deficiency was not reported or found. Technical services advised the consumer to contact their health provider if any irritation occurred. Technical services was unable to provide the safety data sheet, as there was no contact information given. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. Single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on 05nov2023. Per the consumer, she accidentally put the reagent solution in her eyes. The consumer stated she experienced a burning sensation. The consumer confirmed there was no serious injury due to the reagent exposure. Additionally, the consumer confirmed they did not experience an allergic reaction. Although requested, no additional patient information, including treatment and outcome, was provided.